Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during the implant procedure, there was right ventricular (rv) channel problem. The clinician wanted to connect the rv lead with the device but the screw did not work. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.